Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3889-28, lot# v001560, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported the patient felt an increase in stimulation when being massaged. The patient was seeing a chiropractor because they were having lumbar back issues. Additional information has been requested, a follow up report will be sent if additional information is received.